Manufacturer narrative:
Date inaccurate, only the month and year are valid. Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome I. It was reported that the patient had their ins replaced. The patient reported the electrode behind their ear "exposed itself" so their healthcare provider had to remove all the components from behind the ear to the leads above the patient's eyebrows. They stated that at the beginning of (B)(6) their ins was replaced with a smaller lead and smaller battery pack. The patient stated this happened in the end of (B)(6) when they "went in for a block" but found out they couldn't do a "block" because of the exposed electrode. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that they found erosion skin at anchor site, clarifying the previous report of the electrode exposing itself. Hcp stated the issue happened when patient had unrelated pain procedure. The cause of the electrode exposing itself was due to their skin/glasses. Removal of the lead resolved the issue. 2018-feb-26 additional information was received from the patient. Patient clarified what they meant by electrode exposed itself by indicating that, they have a supra orbital stimulator. That they implanted battery in chest were it goes up and around the ear. The anchor was exposed. Patient stated that they were scheduled for a procedure, epidural steroid injection which was cancelled. However the anchor exposed behind their ear so the lead and anchor were removed so no injection happened. Patient said they are not sure the cause of the anchor being exposed, maybe the pressure of their glasses caused it. The issue has been resolved. No patient symptoms or complications were reported in this event.